Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging lancets missing from meter kit. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.